Event description:
A malfunction alarm was reported by the customer, identified as "malf 9." There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump and walked them through restarting the cgm session. The customer was instructed to load a new cartridge independently and understood to call back if the issue reoccurred. The customer was able to continue using the pump without further issues.